Event description:
It was reported that the micro sagittal saw heated up during a case. A back-up device was used to complete the case without delay or adverse consequences for the patient or user.

Manufacturer narrative:
Upon disassembly, the motor assembly was observed to be corroded. The presence of corrosion in the motor assembly is like to cause or contribute to the handpiece heating up.